Manufacturer narrative:
Customer alleged the head of the bed went down, the patient's tracheotomy was pulled out, the alarm went off and caregivers entered the patients room and raised the head of bed, the head of the bed then dropped down and patient experienced cardiac arrest. Multiple attempts to determine severity of patients injury, medical intervention and outcome of patient, have been made but have been unsuccessful. Accidental decannulation is a risk associated with a tracheostomy. If decannulation were to occur, caregivers would reinsert the patients existing tube or insert a new tube as it is customary to always have clean tracheostomy tube and ties available at all times at the patients bedside. Cardiac arrest, occurs with there is abrupt, sometimes temporary, loss of heart function. Cardiac arrest is life threatening and requires immediate treatment for survival. It is noted that the caregivers were at the patients bedside when the patient experienced cardiac arrest. This close proximity to the patient would allow caregivers to implement the facility's cardiac arrest protocol immediately. It is noted that inspection/repair of the bed could not be performed as patient was still using the bed. Although the customer did not provide details of the patients injury, intervention or outcome, based on the allegation of the patient experiencing cardiac arrest, hillrom considers this is a reportable injury. The hillrom technician found the control panel of the care giver board needed to be replaced. The totalcare bariatric bed and totalcare bariatric plus therapy system require an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the control panel of the care giver board to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating that the head of the bed would not raise. The bed was located at the account. There was patient injury reported, where patient had a cardiac arrest. This report was filed in our complaint handling system as complaint # (B)(4).